Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with a bicuspid. The valve dislodged aortic. The valve was pulled to the ascending aorta and angiography was used to secure an additional route. The position of the first valve was attempted to be corrected to maintain stability. A second valve was inserted and implanted successfully. No additional adverse patient effects were reported.